Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were down and cro-barred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 on the main unit had failed and was crow-barring. A field service engineer (fse) replaced the faulty boards responsible for the issue. The fse then completed the hardware test application test and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.